Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional tes) has been confirmed. Upon investigation the electrode belt was unable to recognize the therapy electrodes. The cause was the trunk cable black pulse wire was broken from the solder connection. The root cause for the damaged wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.